Manufacturer narrative:
Consumer reported inadequate bone quality / quantity, consumer also reported provisional prothesis & mobility concerns.

Event description:
Consumer reported inadequate bone quality/ bone quantity, consumer reported premature loading due to provisional prothesis.